Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had was having difficulty using the infusion set. Blood glucose level at the time of the call was 440 mg/dl. During troubleshooting, the customer reported that her blood glucose level rose to 553 mg/dl. During a followup call, the customer reported that she had a blood glucose level of 550 mg/dl and needed assistance using the infusion set. The customer received assistance with sensor and infusion set usage. Customer also reported that she had a blood glucose level of 33 mg/dl on the day of the call. The sensor was not replaced or returned for analysis.